Manufacturer narrative:
1. No defective sample and phots have been received for the complaint. 2. DHR/bhr review lot#4109452 1-this batch of products were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the plant has launched CAPA to investigate the leakage at the septum. 3. As the plant received similar complaints from other batch of products, 800mm simulated clinical leakage test was conducted on the retained samples of this batch, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. Conclusion(s): no abnormality is found in the production process. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional informaiton provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leakage at catheter junction on (B)(6) 2024, 14:50 the responsible nurse inserted an intravenous catheter into the left dorsal vein of the child. The skin was disinfected for intravenous puncture. After the needle tip entered the blood vessel, there was oozing and bleeding from the exit end of the catheter steel needle and the stopper on the needle handle, resulting in a failed puncture. The family had strong opinions. The situation has been reported to the head of the department and the head nurse, and feedback has been given to the medical consumables purchaser and warehouse manager.